Manufacturer narrative:
Method: device has not been returned. Conclusion: device has not been received for evaluation. Additional manufacturer narrative: the device is to be returned for evaluation. Echo report was not provided. Customer letter is not requested. Echo report was requested but not provided. Follow up report will be submitted when the device is received for the evaluation.

Manufacturer narrative:
Evaluation: 02/07/2012 evaluation concluded with the following information: no inconsistencies detected in the valve. The leaflets were intact and flexible. No inconsistencies detected in the x-ray as the wireform is intact. Method: x-ray. Device was not received by our facility for evaluation until 02/02/2012. The 02/08/2012 input provided by research and development: based on the information provided, there was no functionality issue with the bioprosthesis and it appears the event is procedure/patient related. No further evaluation for the device is needed.

Event description:
Reportedly, a 29mm valve was explanted at implant due to left ventricular rupture. The customer reported that a perimount (B)(4) was implanted on (B)(6) 2011 for mitral valve replacement (mvr) to correct mitral regurgitation (mr). Tricuspid annuloplasty (tap) was also performed. The mitral device was implanted at intra-annular placement of the valve using an everting mattress suture technique. Since the patient's annulus was closely sutured, the annulus became like a purse-string. Also, since the device cuff didn't fit in the posterior part of annulus due to preserved subvalvular tissue, part of the device was sutured on the base area of patient's annulus. Coming off cardiopulmonary bypass, the anesthesiologist told to the surgeon that perivalvular leak was observed. The surgeon checked the level of regurgitation and thought it would disappear soon based on his experience. However, just in case, the surgeon re-started the pump added three additional needles at the regurgitation area. After that, the rupture of left ventricular muscle was suspected. The 29mm mitral valve was explanted and replaced with a 27mm mitral valve (see report for serial number (B)(4)). No improvement of low output syndrome (los) was observed, percutaneous cardiopulmonary support device (pcps) was set and bypass was off. The patient expired the following day. Customer commented that this explant was not expected but not device related. Also, customer commented that he tried additional performance since the patient was aged and had difficulties to receive repeat surgery; however, it worked negatively. He commented that he should have implanted 1 size smaller valve to the patient from the start. Also, he had an impression that the patient's cardiac muscle tissue was fragile.